Event description:
Attorney reported: in 2002--the pt underwent a hernia repair procedure with implant of a composix kugel mesh patch. The pt suffered surgery to remove the mesh patch, hospitalization, severe abdominal pain and swelling, permanent disfigurement to her abdominal area and injuries to his body. "As a direct and proximate result of the acts... The decedent died"

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number had been provided. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.